Event description:
The doctor reports that at the time of taking the impressions, it was difficult for him to remove the cup because the analogs were quite uneven, which caused the hexagons of the analogs to fracture when the cup was removed. The affected dental position is #46 and #47. The procedure was successfully concluded with another items.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two xfr hex direct scr-v 4.5m m neck 5.5mm imp (dht4/5 x 2) were returned for investigation. Visual evaluation of the as returned products identified fracture around the hexagons. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted in the per was high bone density ¿ type I. The devices were intended for tooth sites #46 & #47. Device history record (DHR) review for the lot (2020060739) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (2020060739) for similar events (complaint category keywords: functional: fracture) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.